Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was inspected and pressure tested. Results: visual inspection revealed that the swivel was cracked along one of the swivel wye ports. The pressure test revealed that the circuit was within specification and not leaking excessively. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed with the new pre-mixed material having been implemented on the production line. All rt265 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that they found a crack on the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit when checking it before use.